Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use 2 protege gps stents to treat a lesion with 75% stenosis in the iliac artery. The lesion length was 120mm. The IFU was followed and the device was prepped without issue. It was reported that the during placement of the first stent, the stent was reported to be stuck at around the distal part, and the marker might have come off but the stent deployed. The stent was deployed in a non-target lesion. The physician then attempted to deploy a second protégé gps to treat the lesion. After experiencing some difficulty, the stent was reported to have deployed in the non-target lesion. Cineradiography was performed, and no divergence was reported. Patient is reported to have developed intermittent claudication however, no additional treatment was required.

Manufacturer narrative:
Additional information received: additional information indicates that this stent was placed successfully at the intended location without any issue. There was no allegation against this device. If information is provided in the future, a supplemental report will be issued.